Manufacturer narrative:
The investigation by ge healthcare has been completed. The ge healthcare field service engineer (fse) communicated that the issue was due to user error. The fse educated the user to resolve the reported complaint. This is not considered a malfunction, therefore no further action is required at this time. The investigation by ge healthcare has been completed. The ge healthcare field service engineer (fse) communicated that the issue was due to user error. The fse educated the user to resolve the reported complaint. This is not considered a malfunction, therefore no further action is required at this time.

Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that the unit had a problem with the bellows during use. There is no known impact or consequence to the patient at this time.